Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample probe and sample syringe to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous low patient results for the ion selective electrode (ise) on the unicel dxc 600 pro synchron system. The erroneous results were reported outside of the lab and later amended. There was no change in patient treatment in association with this event.